Event description:
It was reported that non sustained rv oversensing due to post paced t wave oversensing was observed. Programming changes were discussed. The patient was reported to be asymptomatic.